Event description:
It was reported via legal documentation that approximately 78 months after a left total hip replacement procedure, the patient underwent a revision procedure to address prosthesis wear. The patient claims to have suffered the following injuries and complications: pain; limited mobility; restrictions in daily activities; blood infection; bone erosion; biopsy; cancer screen; radiology tests; total left hip revision; bone cadaver matrix; additional scarring; increasing problems with pain and difficulty walking post-surgical; pharmacology issues with pain impairment; long recovery; stamina. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 130-32-51 - nv gxl liner neutral, 32mm ID group 1 cups. (B)(6) - 142-32-00 - cocr fem head 32mm +0 offset 12/14. (B)(6) - 164-13-08 - novation element ro s/o col sz 8. (B)(6) - 180-01-48 - nv crown cup clstr hole 48mm group. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-01745. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The most likely underlying cause for the revision reported is prosthesis wear and infection and a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) . However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.